Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device does not perform cardioversion synchronized by the paddle, only through the ECG leads. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the xl device indicating that the device does not perform synchronized cardioversion. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The remote service personnel evaluated the device remotely. It was determined that this was the device has reached end of life (eol) and no longer serviced/supported of which the customer was informed. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The device remains at the customer site and no further evaluation is warranted at this time. There were no device log files or patient event files provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was informed that the device has reached end of life therefore the repair/service is no longer provided. It has been concluded that no further action is required at this time.